Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned. However analysis was not possible due to a secondary issue; the meter was found to have the power button damaged/missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter was powering off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2015 when they attempted to use the subject device to obtain a blood glucose result. The patient manages her diabetes using lantus, humalog and simvastatin, and it is unknown if the patient made any changes to her usual diabetes management regime in response to the alleged issue. The patient alleged experiencing symptoms of fatigue an unspecified amount of time after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter battery did not require to be replaced, it was not the first use of the device and there had been no misuse. The csr was unable to resolve the issue therefore replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop signs/symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.